Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had an oozing of stool and there was stimulation felt in the foot and leg during the stimulation increase. The patient was seen by a nurse practitioner the week before (B)(6) 2015. The reprogramming did not even last a week. She felt her leg and foot tense up while increasing stimulation on the call. This was occurring daily. There were no falls/trauma that could be related to the issue. The issue was related to positional movements. When the patient bears down for a bowel movement or when she lifted patients to transfer them, it seemed to trigger the oozing. The patient had no sense of smell so she had no idea until she felt wet. There was no recent electromagnetic interference (emi) environment exposure. The patient would increase at the end of the week if needed and would follow-up with the health care professional (hcp) next week if needed. This was considered a sudden change in therapy/symptoms. The oozing of stool worsened by bearing down and was sudden. The patient was at1 volt on program. They increased to 1.3 volts and was slightly uncomfortable. Then the patient decreased. When she did that, she felt comfortable stimulation and her leg and foot relaxed. At 1.3 volts, her leg and foot were tense. This was on the same side as the implantable neurostimulator (ins) was implanted. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/pelvic floor. No outcome, cause, timelines of the events, diagnostics performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.